Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2005.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was sounding an audible alert. Interrogation revealed the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise. The alerts were programmed off per the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.